Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient, while in inpatient rehab, had a controller fault alarm and was unable to access pump parameters via the 'display' button. Emergencies services were called and the patient was transferred to the emergency room. Upon inspection, the controller had a dim pump led. The controller was unable to be interrogated via the system monitor. The patient has a history of phase to phase shorts in the driveline due to driveline damage, so the decision was made to hold off on exchanging the controller until the cardiovascular surgical team was available. Plans were made to exchange the controller on (B)(6) 2022. The surgical team later decided against a controller exchange and made plans to exchange the pump on (B)(6) 2022. The patient's pump speed was 5400 rpm, international normalized ratio (inr) 2.0. The patient was stable with no symptoms.

Manufacturer narrative:
The patient's history of a phase to phase short was previously reported under manufacturer report number 2916596-2022-01876. Manufacturer's investigation conclusion. The evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) could not confirm damage to the driveline that could have contributed to the reported pump stops as the entire driveline was not returned for evaluation. The pump was returned assembled with the driveline cut approximately 2.5¿ from the pump housing, and the distal portion was not returned for evaluation. The sealed inflow cannula (inlet tube, flex section, inlet elbow) was not returned. The sealed outflow conduit (outflow graft, and outflow graft bend relief) was not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the silicone jacket, the bionate showed no signs of damage. The braided shield appeared unremarkable. Microscopic and visual inspection of the wires revealed no evidence of damage or insulation breaches. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakages in the insulation of any of the driveline wires. It was reported that the patient's driveline had sustained damage leading a phase to phase short. The patient had been supported on an ungrounded cable and have continued to have pump stops. The patient underwent a heartmate ii to heartmate ii pump exchange, and the affected pump was returned for evaluation. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook, rev. C is also currently available. The patient handbook contains a section on ¿caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 04nov2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.